Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. However, the investigation is progress as troubleshooting has not been completed. Fse was recommended to have a fiber jumping kit on hand for service to resolve the multiple 32097 errors. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure that recoverable faults occurred against universal surgical manipulator (usm) 4. The intuitive tech support engineer (tse) reviewed the system logs and found multiple 32097 errors. The customer proceeded with the procedure without the use of usm4. There were no reports of patient injury.